Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (abdomen) while wearing the pod longer than 48 hours. The infusion site was reported to be red, irritated, itchy and painful. The patient was reportedly not seen by a healthcare professional but was able to get a prescription of clindamycin oral antibiotics for 7 days. The patient was able to successfully resume treatment.